Event description:
This medwatch is to report one of twelve cases of fusarium keratitis associated with the use of renu contact lens disinfection solution. The cases were reported in a retrospective study published by jason gorshak, et al in the journal "cornea", december 2007, volume 26, pages 1187-1194. The study reviewed all cases with culture-proven corneal ulceration secondary to fusarium at two eye centers. Fifteen cases of fusarium keratitis were reported at the two centers from january 2005 through may 2006. There were a total of 6 cases reported in the previous 30 mos. A reprint of the study is attached. All cases of fusarium were confirmed by culture of corneal scrapings, lens case, contact lens or corneal button. Twelve of the 15 pts wore a brand of acuvue contact lenses. Eight of the 12 wore acuvue 2 brand. Two pts wore acuvue but were unsure of the type; these are identified in the study only as "acuvue". One pt wore acuvue bifocal and one pt used acuvue oasys. The participants were questioned on their lens care practices including rub and rinse practice, lens case cleaning and replacement intervals and age of their solution bottles. The results of the study found that the data suggested "a statistically significant association between fusarium keratitis and the use of renu contact lens solution." The study also notes, "our analysis did not find an association between fusarium keratitis and acuvue cl wear". Pt 3 was a 51 y/o food server with no recent ocular trauma and no recent travel to a tropical climate. Onset of symptoms os was 2005. This pt wore an unk acuvue brand. The pt reportedly did not sleep in lenses and treatment included topical tobramycin, cefazolin, gentamycin, amphotericin b, antiviral medication and oral prednisone before definitive diagnosis. Rx for fusarium included natamycin 5%, topical voriconazole 1% and oral voriconazole. This pt rec'd a corneal transplant and other procedures including a repeat penetrating keratoplasty, extracapsular cataract extraction, trabeculectomy and a glaucoma tube shunt. This pt had used 4 mo old renu moistureloc contact lens solution with a 3 mo old lens case reportedly rinsed with tap water. No add'l info is available. All MDR events are reviewed at quarterly mgmt review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion cab be drawn.